Manufacturer narrative:
Event: it was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2019 and the mesh was implanted. It was reported that during post-op the patient presented with problems. It was reported that on the day of the surgery the doctor was concerned about the tearing apart of the mesh. It was reported that all the layers were separated and pieces were flaking off. It was also reported that following the index surgical procedure the patient was described as ¿doing good¿ for two weeks. It was reported that the incision was described to have ¿looked good¿ and there was no evidence of infection. It was reported that the patient started developing a fever 16 days after the procedure. It was reported that there was pain and redness at the incision site. It was also reported that there was redness on the superior portion of abdominal wall which caused the doctor to explant the device on (B)(6) 2019. It was reported that medical interventions performed included removal of the mesh, irrigation of the wound, and cleaning up. It was reported that there was puss whenever the doctor made an incision. It was reported that cultures were performed and gram stain showed few white blood cells and the rare gram cell positive cci. Medical intervention resulted in the patient doing well, and excellent pain control on (B)(6) 2019.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure.-date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities / concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Date: time of onset of infection from the surgical procedure? Were there any pre-existing signs / symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? What problems did the patient present with post-op to the ventral hernia repair? Please clarify the what is meant by the device was 'coming apart.' Does this mean that the device was tearing post-operatively?

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2019 and the mesh was implanted. It was reported that during post-op the patient presented with problems. It was also reported that the site of implant was infected and the device was coming apart. It was also reported that the device was explanted on (B)(6) 2019.